Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.